Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2014 with blood glucose of 633 mg/dl. Customer was hospitalized due to diabetic ketoacidosis and high blood glucose. Customer was treated and was released. Customer had symptoms of vomiting. Customer was wearing insulin pump at the time of hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.